Manufacturer narrative:
In box-b description of event or problem updated as: the manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of screen show his pressure, but the device makes a loud noise and does not blow any air, and after a minute service required screen comes on. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. During evaluation observed the pca burn and scratched ui bezel and motor calibration fail. The customer complaint was reproduced. There was six error code has been identified. The device was scrapped. In box-g date received by manufacturer is updated. In box-h device problem code is updated.

Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of screen show his pressure, but the device makes a loud noise and does not blow any air, and after a minute service required screen comes on. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. During evaluation observed the pca burn and scratched ui bezel. The customer complaint was reproduced. There was six error code has been identified. The device was scrapped.